Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, noise was seen on the egms. The device interpreted the noise as a vf episode and charged, but did not deliver therapy. The physician suspected that the noise was caused by an insulation tear. The sense/pace portion of the lead was capped and replaced.